Event description:
Additional review of the source information indicates that the information was received via a manufacturer representative from a consumer. The x-ray indicated that the implantable neurostimulator was not flipped. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. An overdischarge was alleged due to non-compliance. The patient tried to communicate with their ins around (B)(6). Additional information was received from a rep on 2017-apr-17. The rep got the ins out of the overdischarge, but reported only getting four coupling bars. The patient reported that they never got all the bars. The rep would continue charging to 25%. Additional information was received from a rep on 2017-apr-17. The rep reported seeing a power on reset (por) and have been charging for two hours, but it is not doing anything and they are only getting 0-2 bars. The rep noted that x-rays were taken for the right buttock placement. The rep noted that the patient was in a wreck a couple months ago. The rep performed an antenna locate which was getting a range of 38-44 with an average of 38-40 even with turning the antenna dial and the rep tried pushing on the device with no success. After doing the antenna locate, the rep attempted a charging session but was still only getting 2 bars. The rep would discuss with the healthcare professional (hcp) what the next steps would be. No further complications were reported/are anticipated.